Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius biomedical technician (bmet). To resolve the reported issue, the bmet replaced the deaeration pump assembly. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the bmet identified a burnt deaeration pump with a burning smell and black copper connections/wires. Therefore, the complaint event was confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burnt deaeration pump. This was discovered during machine repair, upon troubleshooting a low flow error message. The biomed stated that there was a burning smell associated with the burnt component. The biomed also confirmed that the copper connections/wires were black. There was no harm to any patients or individuals because of this malfunction. The deaeration pump was the original fresenius part on the machine. The biomed ordered a deaeration pump assembly to resolve the machine issue. The biomed stated that the replacement part will be installed upon arrival. The biomed confirmed that there was no further damage observed on any other components, or any other additional issues, associated with the burnt pump. The biomed confirmed that the pump has been discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burnt deaeration pump. This was discovered during machine repair, upon troubleshooting a low flow error message. The biomed stated that there was a burning smell associated with the burnt component. The biomed also confirmed that the copper connections/wires were black. There was no harm to any patients or individuals because of this malfunction. The deaeration pump was the original fresenius part on the machine. The biomed ordered a deaeration pump assembly to resolve the machine issue. The biomed stated that the replacement part will be installed upon arrival. The biomed confirmed that there was no further damage observed on any other components, or any other additional issues, associated with the burnt pump. The biomed confirmed that the pump has been discarded and is not available to be returned to the manufacturer for physical evaluation.